Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was not recognized by the system, but the maximum use indicator did not turn red. The instrument was removed, and a backup instrument was used to proceed. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis. The reported complaint was not confirmed by failure analysis. Upon visual and microscopic inspection, no damage was found to the identification board at the backend. The instrument was placed and driven on an in-house system, and it passed the recognition and engagement tests on multiple attempts with 3 uses remaining. Since there are 3 uses remaining, the life indicator was not red. The maryland bipolar forceps instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and performed grip function successfully. The energy delivery was tested and passed in various grip orientations. The instrument passed the electrical continuity test. However, additional observation indicated that the maryland bipolar forceps instrument was found to have damage of the conductor wire¿s insulation at the idler pulleys. There was no material missing and the conductor wires were exposed. The conductor wire insulation was lifted up and damaged, but the wire was not torn or fully broken. No thermal damage was observed at the wrist assembly.